Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user required assistance with a cartridge and infusion set change while using a 23" teflon 6 mm inset infusion set. During the process, the user discovered their original cannula was bent, contributing to persistent high blood glucose (bg). The highest blood glucose (bg) recorded was 401 mg/dl, corrected after a full supply change. The user also reported a prior low bg of 48 mg/dl, which was corrected with juice and carbohydrates. The user's reported symptoms during the event included sluggishness during the high and body aches during the low. Blood glucose (bg) was corrected through carbohydrate intake for the low and a supply change for the high. No outside assistance or medical intervention was required.